Event description:
It was reported that the 4-40 stud is broken on the handpiece. This occurred during setup for a case. There was no pt involvement. Another device was used to complete the procedure.